Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was successfully implanted in the laa of the patient. While the devices were being removed from the patient and the physician was preparing to close the access site, the patient's blood pressure dropped. Echocardiogram imaging showed that there was a pericardial effusion. The patient was given pressors to support their blood pressure and the physician performed a pericardiocentesis draining fluid from the patient. There were no other complications that were reported to have occurred as a result of this event.